Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient paced at msr but it looked like every second pace had no capture and fell in t-wave. The device was pacing in biological refractory since there was no capture. The patient¿s heart rate suddenly dropped to half rate during exercise. Programming changes were made and normal device function was restored. Patient¿s condition was good.